Event description:
The caller reported that the pump began smoking while it was charging with tandem charging supplies. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.